Event description:
It was reported that a data error alert, identified as alert 4, occurred after the pump's ship date. The customer's blood glucose level was recorded at 120 mg/dl. Reportedly, customer continued using pump for insulin therapy.